Event description:
1/15/95-pt collapsed in department store and brought into emergency room facility. Dr noted an absence of the metal click sound from the mitral valve replacement and after test revealed non-moving prosthetic valve which resulted in pulmonary edema. Pt taken to surgery for an emergency re-do mitral valve replacement. Dr noted there was no disc inside the cage of the valve. 1/20/95-test revealed a foreign body in lower abdomen. On 1/24/95 surgery to retrieve the prosthetic disc was planned for 1/27/95. 1/24/95- pt complained of nausea after CT. Nurse's noted change in ventricular rate from atrial fibrillation to a slow ventricular rhythm. Code blue called but despite aggressive resuscitation attempts including external pacing, the pt did not respond and was pronounced dead. Dr noted blood gases revealed markedly elevated co2 levels with very low po2 levels. Pulmonary embolism likely cause of death because of the sudden onset and inability to achieve adequate oxygenation. The valve was first implanted in 1966 with several thousand implantations performed. Production of valve stopped in 1970 due to inadequate performance. It caused severe hemolytic anemia. Valve was a teflon disc with teflon covered cage legs. Co was purchased by another co. In mid seventies, that co sold valve business to a third co who subsequently sold to another co which went bankrupt. In 1992, the longest known survivor of valves implants was 20 yrs.